Event description:
It was reported that the procedure was to treat a popliteal artery. A 6.0 x 40 mm absolute pro self expanding stent was implanted; however, a strut fractured. Under fluoroscopy, one of the distal stent markers was located 2mm proximal to the rest of the distal stent markers. A balloon catheter was used to post-dilate the stent and then a non-abbott stent was implanted to tack the fractured stent against the vessel wall. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.